Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that this device was emitting beeping tones in an atypical pattern. After further discussion with patient services, the patient thought the tones were coming from his computer. It was later reported that the device reached end of life (eol) due to extended charge time. Monitoring voltage was 2.4 volts. This device is included in the mid life display of replacement indicators advisory population. Device replacement was planned. No adverse patient effects have been reported.